Event description:
It was reported that prior to an unk procedure, the tip was stained. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.